Event description:
During priming of tubing set - blood chamber and dialysis filter, saline was noted to be leaking from connection between tubing set and blood chamber. There was no pt involvement or blood loss.